Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2023, all hardware was removed on (B)(6) 2024 due to non-union. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Additional information indicates the patient is very active and is working multiple jobs. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to the reported event, the most likely cause cannot be determined based on the available information. However, it is likely that patient non-compliance contributed to what the patient experienced. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2023, all hardware was removed on (B)(6) 2024 due to non-union. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.